Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination identified that the stent was misaligned and damaged along it's entire length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. Access was obtained via the radial artery. The 80% stenosed fibrotic de novo lesion measuring approximately 2.5mm in diameter and 12mm in length was located in a mildly tortuous and moderately calcified left circumflex artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 2.5x15mm apex balloon. A 2.5x12mm taxus liberte' stent was advanced to the lesion but could not cross. The procedure was completed with another 2.5x12mm taxus liberte' stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage.